Event description:
Customer's wife reported taht her husband gave himself an incorect bolus which resulted in a 911 call. Assistance was offered, but refused by customer's wife. Customer was not hospitlized, but treated by paramedics. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.